Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a no audio condition. A device history review revealed no issues that could have caused or contributed to this service finding. The cause was identified to be the rear case flex cable not connected. The rear case flex cable was reseated to correct this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device was found to have no sound (no audio). No additional information is available.